Event description:
On (B)(6) 2013 the customer reported that their sales representative reported that this lead had high thresholds and therefore was explanted on (B)(6) 2012. The representative for this case didn't report any measurements at the time. There were no other adverse pt events reported. The lead was actively implanted for approximately 8 years, 1 month.

Manufacturer narrative:
The lead was discarded (on (B)(6) 2012), therefore it will not be returned for analysis. As a result, the reported allegations cannot be confirmed. The event will be re-evaluated if additional information becomes available. Threshold elevation is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.